Manufacturer narrative:
The ceramic beak has broken off. The shaft has a number of small dents and one fairly pronounced dent on the proximal portion. The condition of this resectoscope sheath is consistent with damage caused by mechanical overload.